Manufacturer narrative:
Date of event is unknown: awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using relion pen needles 4mm x 32 gauge the needle would not attach and would separate and the needle broke off from the canula. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that pen needle will not attach to pen and pen needle separates from insulin pen when trying to remove the covers. Verbatim: consumer reported that the pen needles will not attach, stated that the needle comes off when he tries to remove the covers.

Event description:
It was reported while using relion pen needles 4mm x 32 gauge the needle would not attach and would separate and the needle broke off from the canula. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that pen needle will not attach to pen and pen needle separates from insulin pen when trying to remove the covers. Verbatim: consumer reported that the pen needles will not attach, stated that the needle comes off when he tries to remove the covers.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Tested 7pcs retention samples of thread function and outer cover pull force, all results passed.